Event description:
The customer reported experiencing extreme low blood glucose for a few months since she started using the bayer contour meter. The customer had seizures and the paramedics were called. They showed her blood glucose on the 40's, but the bayer meter shows on the 70's. Assisted with checking and programming the meter ID into the insulin pump correctly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.